Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
Patient underwent percutaneous transluminal angioplasty (pta) in order to treat a minor stroke at the right internal carotid artery with balloon catheter, during the first inflation of the balloon, a vessel dissection occurred. The vessel dissection was treated with the subject stent device and patient recovered that time. Five months post procedure, stent occlusion occurred. The patient did not experience any symptom. No additional treatment was performed.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, stent thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
Patient underwent percutaneous transluminal angioplasty (pta) in order to treat a minor stroke at the right internal carotid artery with balloon catheter, during the first inflation of the balloon, a vessel dissection occurred. The vessel dissection was treated with the subject stent device and patient recovered that time. Five months post procedure, stent occlusion occurred. The patient did not experience any symptom. No additional treatment was performed.